Event description:
It was reported that this lead was capped and replaced due to noise.

Manufacturer narrative:
The lead and the ICD under complaint were returned for analysis. Prior to the analysis of the lead and the ICD, the quality documents accompanying the manufacturing process were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the lead and the ICD functions to be as specified. Lumax 540 vr-t dx: the ICD interrogation revealed the eos battery status, detected on december 25, 2020 and 63 charging cycles were recorded to the device memory. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. The measured current consumption was normal and as expected. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the analysis of the inner assembly an elevated internal battery impedance was identified. It is reasonable to assume that the increased impedance has led to a voltage drop and therefore to the clinical consequence. Linox smart s dx 65/17: upon receipt, the lead under complaint was found capped 11 cm distal to the is 1 connector pin. The proximal fragment including the yoke and connector pins was received for analysis. The distal fragment including the rv shock coil and lead tip was not returned. The performance of the returned lead fragment was scrutinized, including a visual inspection. The analysis revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing. In conclusion, the analysis of the lead did not reveal any sign of a material or manufacturing problem. The interrogation of the ICD revealed eos battery status, detected on december 25, 2020. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Further investigations revealed an elevated battery impedance as the root cause of the clinical observation.